Event description:
Information was received that the devices will not be returned to livanova and they have been discarded. It was stated that after high impedance tests were verified following the visual identification of the lead fracture, the doctor cut the electrode and a new electrode was placed. It was stated that high impedance was observed at the time of the tests performed after the generator change during the operation. No additional relevant information has been received to date.

Event description:
It was reported via implant warranty and registration form that a patient had a full revision that the generator was replaced due to "battery depletion" however the reason for the lead revision was unknown. Further information was received that there was high impedance seen during replacement surgery and the surgeon observed the lead was cut and thus replaced the lead. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. The lead was explanted but has not been returned to livanova to date. No additional relevant information has been received to date.